Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, the drill bit broke during use on patient. Unknown if a prolongation of the surgery occurred. Patient and surgery outcome were not reported. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device is worn off and shows marks of forcible and often use. The measurable dimensions of the broken drill bit shaft have been as far as possible checked and found to be in compliance with the technical drawings specifications. The examination of the raw-material testing certificate and the manufacturing papers of the broken shaft showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The device history record review shows that the devices met the specifications at the time of manufacturing and distributing. The flexible shaft is partially cracked at its first movable link close to the cutting head. The two portions are not completely separated, no fragments were generated. The device shows marks and striations of often and forcible use. The cutting head has damaged and worn blades. The condition of the reusable drill bit before op is unknown. Blunt drill bits require more mechanical power during the application. No product fault could be detected. We determine that the most probable root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing date: 09 january 2013. No nonconformaces were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No prolongation of the surgery occurred. Patient outcome unknown. Surgery completed successfully. No patient harm. No fragments generated. When device received for investigation, saw that the device was not completely broken off - only cracked.